Event description:
A customer reported to beckman coulter (bec) hotline support that their unicel dxc 600 pro synchron system leaked from reagent probe a intermittently. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event. The customer wore gloves and a lab coat while operating the instrument; no exposure to leaked fluids was reported.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse assigned the cause of the reagent probe a leak to the reagent probe a collar wash valve. The fse replaced the valve to resolve the leak. (B)(4).